Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2021-18698. It was reported the patient was not receiving effective therapy from their system. It was found via x-ray that the lead had migrated. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the lead was repositioned. During the procedure, it was noted that the anchor was fractured, so the anchor was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.